Event description:
It was reported the physician was unable to guide the wire through the epiducer during the implant procedure. A new epiducer was used to complete the implant procedure. No further information is available at this time.

Manufacturer narrative:
Manufacturer's evaluation: analysis of the device is in process; the results will be forwarded when available. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.